Event description:
The surgeon reported that the power was higher than before, and the unit was sparking, displaying an error with every usage.

Manufacturer narrative:
At the time of this report the product has not been received for further investigation. Upon receipt of the product an investigation will be performed and a follow-up report will be submitted.